Manufacturer narrative:
Zimmer biomet complaint (B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-01526, 0001825034-2018-01527. Concomitant products: cat 154725 ¿ lot 641370 ¿ oxf uni tib tray sz d rm PMA; cat 159575 ¿ lot 375020 - oxf pks anat men brg uhmwpe rt. This report is being submitted late as it has been identified in remediation reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned to manufacturer.

Event description:
Clinical study 453 reported the patient reported moderate pain/painful to stand up which interfered with usual work. Some problems walking/walk down stairs, washing/dressing self, performing usual activities, trouble getting in and out of car, limping most of time, impossible to kneel, felt knee might give way most of the time, and difficult to shop.